Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that r-wave sensing had decreased leading to capture difficulty. The physician opted to reposition the lead. After helix retraction, the helix could not be extended. The lead was explanted, returned, and replaced.